Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: attempt to snare/medical intervention. Device issue: balloon detachment. It was reported that the voyager balloon catheter was being used to treat a distal rca in a native right via a vein graft. The guide wire was advanced to the lesion and then the balloon catheter was advanced and inflated. The exact inflation pressure was not reported; however, it was reported the inflation pressure did not exceed the rated burst pressure (rbp). After the balloon was deflated there was no flow and the balloon catheter was removed. During the removal there was some resistance; however, it was reported to not be excessive. When the balloon catheter was examined outside the pt's anatomy., it was noted that the balloon portion of the device was missing. The balloon remained in the pt on the guide wire. An attempt was made to snare the device, but was unsuccessful. Then an attempt was made to remove the seperated balloon with another balloon catheter, which was also unsuccessful. The lesion site still needed to be treated so another company's stent was used and upon removal of the stent delivery system (sds) after stent deployment, the balloon catheter was removed successfully with the sds. No additonal intervention was required in the vessel. No addional event or pt information is available.

Manufacturer narrative:
Quality assurance analysis of the returned balloon catheter revealed there was blood and contrast in and on the balloon, shaft and hub. There was blood only in the guide wire lumen. The balloon had been inflated and had thick blood inside when received. The distal shaft had separated just distal to the guide wire exit notch, 24.5 cm proximal to the tip. The edges of the separation were jagged and had stretched material. The guide wire exit notch had a tear for a length of 8mm, and was stretched for a length of 1.7 cm, where it was separated from the distal shaft. The support guide wire was exposed just distal to the proximal end of the separation and was in hook shape. There were two kinks in the distal shaft, 4 cm and 6.9 cm proximal to the proximal balloon seal. There was a kink in the hypotube 6.5cm distal to the strain relief tubing and a bend 27 cm proximal to the guide wire exit notch. There was no other damage noted to the catheter. The guide wire used during the procedure was not returned. A .0150" mandrel was backloaded through the separated distal shaft with some resistance due to blood in the guide wire lumen. The guide wire lumen was flushed with fluid and the mandrel was backloaded once again through the separated distal shaft without any resistance. This met manufacturing criteria. The guide wire exit notch was not measured due to being stretched. A new .0140" guide wire was backloaded and the guide wire lumen through the separated distal end of the balloon catheter without any resistance. Product performance engineering reviewed the incident information and analysis of the returned device. The analysis confirmed there was damage to the balloon catheter; however , although it was reported that the balloon had separated, the returned device had the balloon intact, but had a shaft seperation just distal to the guide wire exit notch. The edges of the separation were jagged ahd had stretched material, which suggests that the separation may be related to tensile overload. The guide wire exit notch was also stretched and torn. It was reported that there was resistance when attempting to remove the balloon catheter from the guide wire. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt was made to pull the balloon catheter in an opposite direction as the guide wire. The used guide wire was not returned, which may have aided in the investigation. If the devices continued to be manipulated against resistance, it can lead to the eventful separation of the shaft. Additionally, the cine of the procedure was reviewed, but did not include any images that revealed the cause of the shaft seperation. Additional damage noted was two kinks in the shaft and one in the hypotube. This damage most likely resulted from the manipulation of the device in the attempt to remove it from the anatomy. It does not appear that this damage contributed to the reported difficulty, but was a result in the procedurealso, it should be noted that the instructions for use (IFU) instructs not to manipulate the balloon catheter against resistance. If resistance is noted, the source of the resistance should be identified before proceeding. The IFU warns that the pulling of the device against resistance can lead to damage to the vessel and/or damage or separation of the balloon catheter shaft. The guide wire lumen of the returned rx voyager was flushed to remove dried blood, then both a 0.015" mandrel and a new guide wire were able to be backloaded through the separated shaft with no resistance. Therefore, it appears the rpeorted resistance was due to the circumstances of the procedure, and the manipulation of the catheter under these circumstances lead to the eventual seperation of the shaft. The lot history record was reviewed and there were no non-conformities associated with this product lot. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the quality assurance department.